Event description:
It was reported that approximately 2 years and 8 months following the implant of the transcatheter bioprosthetic aortic valve the patient was emergently admitted via ambulance service from an internal medicine physician referral due to progressive dyspnea symptoms. The dyspnea had been present for several days. Resting dyspnea was present along with a weight gain of 8.8 pounds. Unspecified medication was delivered intravenously. The day following admission, a transthoracic echocardiogram (tte) noted the systolic left ventricular function was still preserved and the right ventricular (rv) function was reported as ¿good¿. The patient was discharged 4 days following admission. The event resolved this same date. The physician indicated the event was not related to the implant procedure not the transcatheter valve. The cause was not reported.

Manufacturer narrative:
A4: estimated b3: date is approximate. Month and year are confirmed valid select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that prior to the implant of this transcatheter bioprosthetic aortic valve, the patient had a history of heart failure (hfpef) and the heart failure improved after the valve implant. The physician reported that the two most recent echocardiograms showed that the valve had no abnormalities and the valve was in ¿good regular¿ condition. Per the physician, the reason for the event was a flu-like infection and old age. An adjustment to the medication brought direct improvement to the event.

Manufacturer narrative:
Correction: a2, a4, b2. Removed previous outcomes attributed to adverse event. Updated data: b5, b7, h6. Medtronic received additional information that changed the event description that was previously reported in medwatch 2025587-2025-05214. The additional information rendered the originally reported event not reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.